Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called and reported that he has peritonitis and a lot of fibrin. A follow up call was made to the patient's nurse who reported that the patient was hospitalized from (B)(6) 2017 and was treated in the hospital with vancomycin and ceftazidime. The culture showed no growth as the nurse believes that the patient was started on antibiotics prior to the sample being taken for culture. The source of contamination was unknown. The patient is recovering from peritonitis,

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. Although a temporal relationship between the diagnosis of the episode of peritonitis and the fresenius products exists, the etiology and causality of this event is unknown. The diagnoses and treatment of the peritonitis episode occurred in the inpatient hospital setting.